Event description:
Btm implanted to the chest and back for an acute burn. It is reported that there was appearance of discrete skin covered capsules of foam poking through mesh of the skin graft (2:1) a number of weeks after the btm had been grafted on the chest. This occurred on the patients chest only, and not their back where btm was also implanted. The patient didn¿t need surgery however the capsules were opened and the tiny pieces of foam were removed using tweezers at the outpatient clinic. It was confirmed at the last update that the patient was healing as expected.

Manufacturer narrative:
A batch review was performed and all controls for manufacturing have been verified and all have met requirements. The exact cause of the reported complaint could not be determined however is possibly device related. No serious injury occurred to the patient.